Manufacturer narrative:
Following final inspection of the installation of the system, the installer applied touch-up paint to the gate guide and did not re-align the guide in its proper place, as previously done during the installation inspection. Ez way implemented a mandatory two-person installation sign-off checklist protocol for all installations.

Event description:
A caregiver was moving a ceiling lift motor along the track to position the lift for the transfer. The motor passed through the gate of a newly installed ceiling lift exiting the track and fell onto a pt's foot while lying on the bed. No injuries were reported.